Event description:
The customer reported being in the emergency room due to high blood glucose of 355mg/dl, and he was treated with manual injections. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the caller to change the entire infusion set and reservoir. The customer called back the next day and stated that his doctor has been taking off the insulin pump, and he requested a replacement of the device. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.